Event description:
It was reported that the device was dropped. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device was dropped. There was no patient involvement.

Event description:
It was reported that the device was dropped. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of dropped lvp was confirmed. On 29-apr-2024, pump module was received unboxed and with paperwork. Lvp was run at 50m/l hr. Functionally tested with lab pcu and asm tested case absorbed the drop damage without effecting the lvp¿s functionality. Confirmed lvp was dropped. Device to be returned to san diego repair center for processing. Recommend that bd san diego repair center replace rear case and all stickers. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.